Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their pulse fluctuates from bradycardia to immediate tachycardia. The patient also reported that they feel very weak. They further reported that their, "pacer is just all over the place." The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.